Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed falsely depressed hemoglobin and hematocrit results for one 18-month old male patient diagnosed with an ear infection on the cell-dyn emerald. Initial results were run on the finger stick cell-dyn emerald. The repeat results were run on a venipuncture sample in a reference lab. The following data was provided: hemoglobin 1.5, repeat 12.7 g/dl. Hematocrit 5.2, repeat 38.2 %. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The customer acknowledged customer service's reminder that finger stick samples clot easily and are subject to short sampling if not handled properly. In addition, "l" flags were displayed by the results as the cell-dyn emerald detected measurements below the panic limits set by the customer. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.